Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 22 in the mouth, the implant not achieved osseointegration. Clinician reports pain and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in (B)(6) site 22 in the mouth, the implant not achieved osseointegration. Clinician reports pain and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)